Event description:
The physician was using a sprinter legend rapid exchange (rx) balloon dilation catheter during a pci. The sprinter legend rx was used as support to advance the wire. As the physician pulled the balloon back it became stuck on the wire. Force was used to pull the balloon and wire apart. It is unclear if any part of the sprinter legend device remained in the patient. The patient died one week post procedure. The cause of death is unknown.

Manufacturer narrative:
Evaluation results: (limited information available) 709 none (device not received for evaluation). (B)(4).